Event description:
Product broke in the pt inside of catheter during the procedure. Another separator was used successfully.

Manufacturer narrative:
Engineering report: the separator fractured 1.5cm distal to the proximal zone/taper junction. Both segments were returned. The distal segment was returned within psc026. Specifically, the proximal end of the distal segment was within the psc026 hub 3 mm proximal to the hub taper/shaft lumen transition. Conclusion: the root cause of the buckling is the compressive force imparted by the physician. A DHR review of this lot was performed. This MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009. A review of the device history record (DHR) was completed on part# 0570/a (separator 026). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l12530) indicated that 100% inspection of the devices resulted in no visual failures, all lots passed visual inspection. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. No other anomalies were found with this lot due to the mfg process that could affect the incident complaint. The parts released in this lot met process requirement.